Event description:
Customer reported when the nurse call option is in use it does not send a signal to the nurse call station. Additionally, the hold button appears to be jammed. The date of the event is unk. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is submitted based on the customers reported issue statement. (B)(4).